Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was being prepared for use in the common bile duct (cbd) during a choledocholithiasis with cholangitis procedure to be performed on (B)(6) 2025. During preparation, the cutting wire was fractured when the package was opened. A photo of the device was provided by the complainant and showed that the cutting wire was broken and kinked. The procedure was completed with another jagtome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter's facility name is the second affiliated hospital of guangzhou medical university; reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results the returned jagtome rx 44 was analyzed, and a visual inspection found that the cutting wire was blackened, kinked and broken from the proximal pierce hole. The guidewire was found in good condition. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the cutting wire was kinked and broken from the proximal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The break in the cutting wire could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, causing premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bend the cutting wire as observed in the product analysis. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was being prepared for use in the common bile duct (cbd) during a choledocholithiasis with cholangitis procedure to be performed on (B)(6) 2025. During preparation, the cutting wire was fractured when the package was opened. A photo of the device was provided by the complainant and showed that the cutting wire was broken and kinked. The procedure was completed with another jagtome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter's facility name is the (B)(6); reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.